Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) failed to work properly. It was also noted that pt's potassium was low prior to passing. The device was explanted and returned for analysis.